Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR# 2916596-2016-00341. The referenced driveline repair was reported under medwatch MFR# 2916596-2016-02118. (B)(4). Approximate age of device - 9 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient received a pump exchange on (B)(6) 2016, and then a percutaneous lead (driveline) replacement on (B)(6) 2016. The patient was admitted on (B)(6) 2016 due to the pump stoppage events while utilizing an ungrounded power module patient cable. The patient received a pump exchange on (B)(6) 2016.

Manufacturer narrative:
The pump was returned with the driveline cut approximately 3 inches from the pump housing. The severed portion of the driveline was also returned. Examination of the driveline found breakdown of the braided shield adjacent to the distal end of the dacron velour, approximately 13.5 inches from the pump housing. Electrical continuity testing indicated that the black and green wires had an open circuit. Visual inspection of the wires confirmed that the black and green wires were completely fractured at approximately 13.5 inches from the pump housing. Upon manipulation, the brown and yellow wires also elongated and fractured, indicating that the majority of their inner conductors had been fractured. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement of the driveline at this location. If the exposed conductors of the black or green wires made direct contact with each other or simultaneous contact with the braided shield, the resulting short would have caused the reported pump stoppage events while the system was connected to batteries or to the power module. The observed wire damage could have also contributed to the reported driveline fault alarms. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.